Manufacturer narrative:
Log files were received by vyaire technical support, alarm failures are shown. Troubleshooting was performed and indicate the blower driving hardware is damaged. The current is on the higher side and the speed is out of specifications. It was confirmed from the log files the blower used to perform testing is not the original blower assembly belonging to the suspect device.

Event description:
The customer reported that the start button of bellavista 1000 is not working. Logs received indicate a blower failure event while the device was in clinical use. As per customer's email, the patient was manually ventilated and shifted to another ventilator with no injury or harm.

Manufacturer narrative:
The result of investigation: the vyaire failure analysis laboratory performed analysis on the log files received. It was visible that the blower temperature alarms were triggered multiple times and the component reached a maximum temperature of 139.3 degrees celsius. The root cause is associated with user fault. The blower overheating is due to lack of maintenance / filter exchange. Additionally, the end user disregarded the blower temperature alarms on numerous occasions which eventually caused damage to the blower unit.